Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (system speaker hums) has been confirmed. Upon evaluation the monitor would not power on. Upon investigation, there was a segmentation fault while performing the flash memory test. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board flash memory components (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective components. The patient received a replacement monitor.

Event description:
A (B)(6) male patient's spouse contacted zoll customer support to report that the patient's monitor speaker was humming. The patient received a replacement monitor.